Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced pain at the ipg site and battery being depleted and inoperable. As such surgical intervention was undertaken on (B)(6) 2024, where the ipg was replaced, also physician unknowingly cut the tail of lead while opening incision and was left implanted. Patient was receiving effective therapy post operatively.